Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, when the surgeon used the ar-6068-90r, the loop was exposed and the lasso broke. The fragment was removed and the case was completed by using a new device with the same part number.